Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed for dental cleaning (route-dental, lot number 1232d, frequency and expiration date unspecified). After an unspecified duration, the cutter on the floss broke and the consumer used a nail clipper to cut the floss. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed for dental cleaning (route-dental, lot number 1232d, frequency and expiration date unspecified). After an unspecified duration, the cutter on the floss broke and the consumer used a nail clipper to cut the floss. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012: a review of the data associated with this complaint category revealed no adverse trends and no trend involving lot number 1232d. Complaint could not be confirmed since customer unit was not received. However, documentation and history of changes demonstrate adequate controls did not show any gaps in the production process that could potentially affect the product. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.